Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the ra lead was placed at the ra apendage then the tip ext eneded to check p wave amplitude. The p wave amplitude parameter was not good enough, small p wave and high threshold noted. The ra lead tip was retracted and ra lead moved to another area. An attempt to extend the ra lead tip was made, but the tip did not extend. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched, with buckling of the inner insulation. /measured 53 centimeters. /origin length 52 centimeters there was stylet still inserted in lead, and it could be removed. Visual inspection found that the distal conductor stretched within is-1 pin. Perform the stylet insertion test, result was passed. According to the reported and analysis results, these leads us to conclude that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin, and it was contribute to the helix extension. If information is provided in the future, a supplemental report will be issued.